Event description:
In 2008, a female with mild and nonsignificant kinking of the common iliac artery underwent initial aaa repair as labeled. By placing the contralateral (left) leg graft, the common iliac artery has been straightened but the external iliac artery was kinked back again after the delivery system has been removed. There were no major problems with the blood flow. To avoid problems in the future, another manufacturer's stent was placed in the distal site of the leg graft (to the external iliac artery) and balloon dilated. The outcome was favorable with blood flow improved. The physician indicated the angle of the external iliac artery against the common iliac artery was 90 degrees and the landing site was very limited. The outcome was favorable.

Manufacturer narrative:
Evaluation: the event is still under investigation.